Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The insert was inspected and found to be severely worn and has no spray pattern to cool the tip of the insert. The test unit # was (B)(4), thermometer ID # (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot would be caused by the inset being worn past the life of the insert and still being used while having no spray pattern to cool the insert.

Event description:
While using a 30k fsi-sli-10s insert, the insert was getting hot quickly; no injury resulted.